Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a loss of therapeutic effect. Impedances were found to be out of range. The ins and the extension were replaced. Add'l info was requested and if received a follow up report will be sent.